Manufacturer narrative:
Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Requests were made but the information was not provided. However, the complaint may be revised upon return of operative reports, x-rays, product or further information.

Event description:
It was reported that the patient is alleging harm caused by the implant(s), however the nature of the harm is unknown at this time.